Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The facility reported that device has excessive heat. There was no patient or staff impact.

Manufacturer narrative:
The device analysis was completed. Analysis could not confirm the reported event of device overheating. The device was not turning upon arrival, pre-repair temperature testing could not be performed. Analysis found that the rear bearings were corroded. The bearings and seals were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer indicating that intra-operative it took a few minutes for the device to heat up. The case was completed with another bur guard.